Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. Customer refused to provide any further information in regards to test strips storage and about expected results. Reviewed meter memory: 1:lo. Customer concerned with reading of low. Customer calling concerned he received a reading of lo . I offered to replace customer's meter but customer refused stating he will call his physician for further assistance. No adverse event reported.